Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the the replacement recharger resolved the overheating and burning. No further complications were reported.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. Analysis of the recharger (serial# (B)(4)) found the recharger was scrapped due to damage as the cable was pulled out too far. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient got a burning sensation when charging and then reported that it was literally burning their back skin. They had not inspected their back. They thought it was because their settings were changes, but it was so bad. They had to put a paper towel between the top part of it and it didn't do any good. They took the recharger off and they saw that the cord was frayed, overheating at the donut, and they could see the brown color. They stated it wanted to come apart or was worn or something. No further complications were reported or anticipated.